Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture levels implanted: t12 it was reported that, intra-op, the cement was too viscous. After filling cement in the bone filler device, it became difficult to push cement out of bone filler device. The surgeon was filling cement into the vertebral body but it was completely hardened at the time of filling 3.5cc. As balloons at both sides were inflated until 4cc, the surgeon judged that 3.5cc cement was not enough. So another kit was unpacked to add cement. The cement was in the refrigerator until just before use and the temperature was adequate. Products came in contact with the patient. No patient complications were reported as a result of this event.